Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the subject device was not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii duodenovideoscope tested positive for >300 colony forming units (cfus) of mesophilic aerobic microbes in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.